Manufacturer narrative:
(B)(4). Batch #: n91440. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that in an unknown procedure the product cable was defective. No patient consequence. No delay. No further information will be available.